Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that immediately after opening the lead, it was attempted to pull out the inner tube of the vent type puncture needle, but it was too hard to take out at all. Succeeded in removing the inner cylinder with considerable force. Afterwards, when an attempt was made to insert the inner cylinder into the outer cylinder again, the physician said, "the inner cylinder is too long compared to the outer cylinder, so the inner cylinder does not fit into the outer cylinder until the end." When the rep, who was in attendance checked it visually, confirmed that the inner cylinder was straight (the middle part of the inner cylinder should be bent under normal product specifications). The attending physician¿s opinion was that the inner cylinder that skipped the bending process might have been mixed in. Contributing factor was ¿initial defect¿, puncture needle defect. Issue was not resolved. No health damage noted. No surgical intervention occurred nor was planned.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the lead has been placed and is being used, and it is not scheduled to be returned.